Event description:
It was reported that the sitter select alarm had no alarm tone. No patient injury reported.

Manufacturer narrative:
Evaluation: results: a visual inspection of the alarm shows that the case was broken and the alarm only works with pressure on the battery door.